Manufacturer narrative:
Product analysis: the hawkone device was returned for evaluation. No ancillary devices or images were received with the device. The device was removed from the return packaging for review. The cutter driver was not returned with the device. The hawkone rotator assembly was detached from the slide cover. The spring retainer and the drive shaft were exposed. The slide cover was not returned. The spring retainer was exposed and detached from the slide cover. No fractures were noted in the rotator assembly collar. Inspection of the distal assembly revealed biological debris throughout. Multiple bends were noted throughout the distal housing. Disengagement of the distal housing was noted. The disengagement extended from the proximal end of the distal housing to 4.3cm distal. Inspection of the cutter window revealed a radial fracture distal the anchor pockets. The drive shaft and cutter were exposed. The laser drilled inner coils r emained attached to the cutter housing assembly. Zipper tearing was noted in the guidewire lumen that remained adhered to the distal housing. Inspection of the rotating distal tip revealed tearing at the proximal end of the lumen; however, the distal portion of the lumen remained intact. Further inspection of the proximal end of the disengaged guidewire lumen revealed that the lumen was torn. A yellow material and biological material was noted protruding from the lumen consistent with guidewire ptfe coating. The cutter was returned advanced approximately 0.7.cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no resistance was felt during device advancement through the lesion. Part of the nose cone distal to the cutter broke, also the black line wire goes in. Force was applied to withdraw the device within the sheath. The device was successful removed. The tip did not detach from the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the guide wire lumen was exposed. It was observed that the wire was coming out of the back of the nose cone upon removal from the sheath and the wire was no longer in the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy to treat a moderately calcified plaque lesion in the right mid to distal sfa with 80-90% stenosis. The vessel diameter and lesion length are 6 mm and 100 mm respectively. The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that during use the device came apart after the first pass, it was tough to remove but was fully removed. There was no patient injury reported.